Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets were leaking from the y-site clearlink. This event occurred during use of the device with propofol. There was no report of patient injury or medical intervention associated with this event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, f10/h6: component codes (1): (add entry), h6, h11. H11: two (2) actual devices were received for evaluation. Visual inspection was performed on the returned samples and identified that sample 1 had a slight separation between the cap and the housing components. However, sample 2 had no abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing was performed, and it was noted that there was a leak at the third y-site clearlink of both samples. Priming was also performed, and it was also noted that there was a leak at the third y-site clearlink of both samples. An autopsy was performed to the third y-site clearlink on both samples, and it was noted that the first sample had a recessed gland, and the second sample had a damaged gland (hole). The reported condition was verified. The cause of the condition was determined to be related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.